Event description:
It was reported that this right atrial (ra) lead exhibited oversensed noisy signals, loss of capture (loc), high capture thresholds, and high out of range impedance. It was noted that the lead was not sensing the patient's intrinsic p waves but was only sensing the noisy signals. It was noted that the physician wanted to wait till the device reached elective replacement indicator (eri) to replace the ra lead. The lead remains in use. No adverse patient effects were reported. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).